Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Device not received.

Event description:
It was reported, "during the catheterization of the patient, the pre-filled extension tube is not smooth and cannot be flushed, and the extension tube is then used in a separate package. Extension tube blockage occurred in the same batch for two consecutive days." No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged connector assembly is confirmed and was determined to be manufacturing related. The product returned for evaluation was a 4fr groshong nxt clearvue two-piece connector assembly. Microscopic inspection of the dissected distal connector piece revealed the compression sleeve was advanced. The bore appeared uneven and narrowed prematurely. The inner diameter of the bore was measured and found to be smaller than manufacturing specifications per rm0708183. The premature narrowing of the inner diameter of the connector piece would have likely compressed the distal end of the compression sleeve prior to advancement enough that the catheter would not be able to easily pass through. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "during the catheterization of the patient, the pre-filled extension tube is not smooth and cannot be flushed, and the extension tube is then used in a separate package. Extension tube blockage occurred in the same batch for two consecutive days." No other information was provided. It was reported this occurred with two devices. This report addresses the first device.